Event description:
During pt treatment with the model 3100a, the user reported it stopped oscillating with alarms activated and could not be re-started. The pt was placed on another 3100a without compromise.